Event description:
It has been reported to philips that the system is getting an image disk error message, and x-ray was not possible. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The costumer reported the issue as ¿system is getting an image disk error message, and x-ray was not possible¿. Case has been cancelled by the customer, as issue got resolved and service has not been provided by philips. The codes were updated based on the investigation outcome.